Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not turn on. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.